Event description:
Pt came in with intermittent av block. A dual chamber pacemaker was implanted on /8/94, was initially uncomplicated & pt was sent home the following day. He was readmitted on 12/11/94 because of lightheaded spells & documented loss of pacer output & capture. From 12/11/94 through12/15/94 pt had extensive testing & montitoring. Cardiologist elected to check pacer & lead. On 12/15/94 the pacer pocket was opened. The pacer was checked & found to have intermittent capture when the orientation of the ventricular lead to the header was alerted. Cardiologist explanted the pacemaker & checked the lead. A new pacemaker was implanted. The pacer was checked & interrogated & had excellent numbers. The lead was not changed.